Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was further reported that this surgery occurred because the old system was not functioning due to a fluid leak from the tubing. The explanted components will not be returned for evaluation due to hospital policy.